Event description:
Pt in operating room for yag laser bronchoscopy as treatment for obstructing tracheal/mainstem bronchial cancer; complete left lung atelectasis. During procedure there was a flare up of the laser. This laser was taken out of service and sent to iss. Another laser obtained and procedure completed.